Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer reported that the polyethylene breaks when inserting and it has occurred with two different surgeons. Delay of maximum of 2 minutes. Per sales rep: no debris was left behind in patient.